Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test properly. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Proceed by cutting unit open and perform a visual inspection of connectors and electronic stack. No moisture damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, under microscope inspection, u1 on keypad assembly had broken solder joints on all pins, with the u1 component becoming detached from keypad; causing the intermittent button response. The following cosmetic damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, keypad overlay texture damage, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer allegation was confirmed. Intermittent button response was noted due to broken solder joints on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the up button does not always respond when first pressed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.